Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed the touch screen is misaligned. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. Valve actuation test passed. There were no visual discrepancies encountered during the internal inspection of the returned cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that caused or contributed to the reported overfill event. An associated cause for the overfill could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain in the clinic the morning after cancelling treatment the night before due to an unknown alarm. The patient had gone to the clinic to have a manual drain due to the cycler alarm the previous evening. The pd nurse called tech services to report a 4000ml manual drain and the patient¿s normal fill is 2000ml which would be a drain volume of 200%. The patient did have the drain line submerged in the toilet water the night before. Technical services issued the patient a new cycler. The patient was able to do manual treatments prior to receiving the new cycler. Upon follow up with the pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b3

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain in the clinic the morning after cancelling treatment the night before due to an unknown alarm. The patient had gone to the clinic to have a manual drain due to the cycler alarm the previous evening. The pd nurse called tech services to report a 4000ml manual drain and the patient¿s normal fill is 2000ml which would be a drain volume of 200%. The patient did have the drain line submerged in the toilet water the night before. Technical services issued the patient a new cycler. The patient was able to do manual treatments prior to receiving the new cycler. Upon follow up with the pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain in the clinic the morning after cancelling treatment the night before due to an unknown alarm. The patient had gone to the clinic to have a manual drain due to the cycler alarm the previous evening. The pd nurse called tech services to report a 4000ml manual drain and the patient¿s normal fill is 2000ml which would be a drain volume of 200%. The patient did have the drain line submerged in the toilet water the night before. Technical services issued the patient a new cycler. The patient was able to do manual treatments prior to receiving the new cycler. Upon follow up with the pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.